Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 456 mg/dl. The customer treated with insulin. Customer's blood glucose value was 324 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was not performed because the customer did not feel comfortable removing the infusion set. The product was not returned for analysis.

Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report.